Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the sensor went into threshold suspend with a blood glucose level of 182 mg/dl and a sensor glucose level of 59 mg/dl. Customer reported that the following day, her blood glucose level was around 100 mg/dl and sensor glucose level was around 400 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.